Event description:
It was reported by service report that the pt left siderail will not lock up in the up position due to linkage arm was broken and the motion interrupt pan was missing from the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail assembly. Motion interrupt pan.